Event description:
It has been reported to philips that the shutters were stuck closed, which can impact imaging. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in coronary diagnosis when the issue occurred, and the procedure got delayed and completed after system repair. The philips field service engineer (fse) inspected the system onsite and confirmed collimator issues. Analysis of the system log file confirmed collimator error. Upon troubleshooting action, the field service engineer (fse) found that the collimator's manual or automatic functioning was not possible. The philips engineer replaced and retuned the collimator to philips for further analysis. The part analysis confirmed the failure of collimator and identified that the x-shutter errors and encoder error caused the issue after the replacement of the collimator, the system was returned to use in good working order. The codes were updated based on the investigation outcome.